Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 13. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2024 , non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.